Manufacturer narrative:
The device was not returned for analysis. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the distal shaft was bent in the mildly calcified, mildly tortuous and 80% stenosis anatomy resulting in preventing the shaft lumens from moving freely; thus resulting in the reported activation/deployment failure. Manipulation of the compromised device including dismantling the handle in attempts to deploy and/or remove the stent ultimately resulted in the reported stent material separation. As reported, a non-abbott stent was implanted to cover the separated stent segment remaining in the target lesion. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a lesion in the superficial femoral artery (sfa) with mild calcification, mild tortuosity, 80% stenosis and 4.5cm vessel diameter. Pre-dilatation was performed with a non-abbott 5x150 balloon, inflated to 15 atmospheres for one minute. The 5x150mm absolute pro ll self expanding stent system (sess) was advanced over a 0.035 hi-torque supracore guide wire to the target site and deployment was initiated; however, the stent was only deployed approximately 2 cm. An attempt was made to pull the partially deployed stent and delivery system back into the guide catheter, but the stent and delivery system could not be removed. Therefore, the stent delivery system handle was disassembled and the belt of the delivery system was pulled back. The stent was unable to be retracted and the guiding sheath was used to separate the stent from the delivery catheter. This caused the stent to separate into 2 pieces, where 2cm of the separated stent remained in the target lesion. A non-abbott stent was implanted to cover the separated stent segment. There was no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.